Event description:
Customer reported the insulin pump was alarming no delivery. Customer changed the tubing but not the site. Customer reported he might be inserting the site in tough skin. Customer does not use clock wise rotation nor w rotation method. Customer's blood glucose was 345 mg/dl, treated manually. Customer performed a fixed prime insulin did exit. Customer removed site the cannula was not bent. Customer reported he was hospitalized for high blood glucose of 262 mg/dl. Customer felt sick and treated for ketones. Customer reported the paramedics will admit him if he cannot get the insulin pump to work. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.